Event description:
The customer reported that the 840 ventilator had a blank display while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb and backlight inverter pcbs. The unit passed extended self-testing.